Manufacturer narrative:
Initial.

Event description:
It was reported that the customer experienced scan errors when attempting to connect a freestyle libre 3 plus sensor to start a new sensor session, consistent with intermittent communication failure involving the antenna/electrical-magnetic components of the system. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem identified between the reader/app and sensor, aligning with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.